Event description:
Reportedly, the device was explanted. The reason for explant was learned to be stenosis and calcification. Device is available for return, however, it was not placed in solution and was "sectioned" at the hospital. Information was learned via e-mail from (B) (4) sales rep. An operative report will be requested by the sales rep. S/n and model numbers are unknown. A customer letter is requested. The patient also had another device explanted (from the mitral position), serial number is unknown.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B) (4) sales rep. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device has not been returned for evaluation.

Event description:
The lay user/patient contacted lifescan alleging the meter battery indicator remains on display after new batteries are installed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
A device history record was not possible due to no lot/ serial number was provided.